Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the olympus investigator was able to confirm the customer failure. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure-electrical/electronic component failure in the circuit board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the shockpulse-se lithotripsy system exhibited a unit self-activation problem. There were no reports of patient involvement.